Manufacturer narrative:
Lot information unknown and if it becomes available a follow-up report will be submitted.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated g1-g2 for follow-up report submitter, g4 for awareness date and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. Device received is different from that which was submitted on the initial 3500a report. Corrected d4 as the part catalog # is 834713 and not 833713. Unknown information: a1- patient identifier was not provided. A2 - patient age was not provided. A4 - patient weight was not provided. B3 - date of event was not provided. D6 - implanted date was not provided. D7 - explanted date was not provided. H4 - device manufacture date not known as lot number is unknown.